Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on this left ventricular (lv) channel. The physician reviewed and was toward downgrading to crt-p to dual chamber ppm. The device and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).